Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: please, explain what part of the device was detached. It was reported that, the lower part of the I-blade was detached. Was the I-blade detached? Yes, it was. Did the moveable (top jaw) break off? No information. Did the black ptc break off of the jaw (attached to moveable top jaw)? No information. Was the ceramic (on the lower non-moveable jaw) separated or detached? No information. Was electrode (on the lower non-moveable jaw) separated or detached? No information.

Manufacturer narrative:
(B)(4) date sent: 11/18/2016. Batch # (B)(4). The device was received with the I-blade lower tip broken off returned. The device was connected to the generator and it was recognized. Because the I-blade was damaged not all functional testing could be performed with the generator. The condition of the blade prevented the functionality of the jaw. The jaw was unable to cycle open and close. A probable cause of the damage to the I-blade could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during an open kidney/adrenal gland procedure, when the doctor activated the device to check it at the beginning of the operation, the lower part of the I blade was detached. The detached piece was retrieved. No pieces fell into the patient. Another device was used to complete the case. There were no adverse consequences to the patient.